Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device has a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation identified and confirmed the symptom delayed keypad response determined to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.